Event description:
Initial report received on (B)(6) 2011: this spontaneous case was reported by a customer and involves a (B)(6) female. Medical history included mamma carcinoma in 2004 (outcome: recovered). On (B)(6) 2011, she was treated by a health professional with poly-l-lactic acid (sculptra) for cosmetic skin procedure; application sites: nasolabial folds, corner of mouth, and cheeks. Date of second session with poly-l-lactic acid: (B)(6) 2011. Starting in approx. (B)(6) 2011, the female suffered from tactile nodules (granulomas) with different sizes (< 5 mm, some > 5mm). The nodules were located subcutaneous at various application sites and visible. Outcome at the time of this report: ongoing. During a dental treatment one granuloma located at chin was surgically removed. Results of histological examination: foreign body granuloma. No medical intervention has been done so far. An evidence of permanent impairment of a body function or body structure was denied by the customer. Concomitant medication was not provided. Additional information received on (B)(6) 2011 from customer: medical history, age therapy dates, and date of event added.